Manufacturer narrative:
The manufacturer previously reported receiving information information alleging a ventilator's sound abatement foam became degraded and caused a lung infection. The patient expired. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Additional information was received on may 19, 2024, and section h10 should be reported as: the manufacturer previously reported receiving information alleging a ventilator's sound abatement foam became degraded and caused a lung infection. The patient expired. Additional information was received about the alleged death via respiratory failure and renal failure.  Section h6 health effects: clinical codes has been updated in this report.

Manufacturer narrative:
Additional information was received on mar 21 2025 and section h11 should be reported as: the manufacturer previously reported receiving information alleging a ventilator's sound abatement foam became degraded and caused a lung infection.the patient alleged death via respiratory failure and renal failure. The device was returned to the manufacturer's product investigation laboratory for investigation. During the initial external visual inspection of the suspect trilogy 100 bt ventilator, the technician did not detect any defects or damage and did note three of the screws that secure the inlet air path were missing. Technician recorded and reviewed the unit's event log and settings and with a test lung connected proceeded to operate the unit on the primary settings with which it was received at laboratory. The unit produced 2 error codes. The unit was connected to an mfts where technician verified failures for positive flow, control pressure and monitor pressure, as well as o2 low flow. Technician installed known good air path foam, secured the inlet air path with the correct number of screws and reconnected the suspect unit to the test lung. The unit operated on the settings with which it was received at laboratory without issues or error codes. The unit was reconnected to the mfts with the correct components installed and o2 low flow was retested and passed. The technician disassembled the suspect unit for internal inspection and found no signs of damage or evidence of defective operation. Technician did not detect any pinched or blocked tubing and found the airpath foam to be firmly secured, without any signs of delamination or degradation. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer was unable to observe or verify any foreign material indicative of contamination from external sources that would support the allegations in the complaint section. Sections d9, h2, h3 and h6 has been updated in this report.

Event description:
The manufacturer received information alleging a ventilator's sound abatement foam became degraded and caused a lung infection. The patient expired. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.